Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of MRI. According to the MRI of the left hip, there are indications of total hip arthroplasty with pain, loss of motion; and elevated serum cobalt and chromium. There was an extensive, lobulated and thick walled periprosthetic complex fluid collection, which extends lateral and posterior to the greater trochanter. There was atrophy of gluteus medius and at least high grade insertional partial tendon tear. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: part 00801803202, lot 62087651 femoral head; part 00620205422, lot 62169385 shell porous with cluster holes 54 mm; part 00625006530, lot 62205048 bone scr 6.5x30 self-tap; part 00771100710, lot 62141441 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length; part 00631005032, lot 62195677 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient left hip was revised approximately five years post implantation due to pain, loss of function and aseptic lymphocyte-dominated vasculitis-associated lesion (alval) like symptoms, and elevated cobalt level.